Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from fet to gct.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event could not be determined. As part of our investigation, olympus made multiple follow ups with the user facility in an attempt to obtain additional information on the reported event; however, no additional information was obtained. If additional information is received or if the device becomes available at a later time, this report will be supplemented.

Event description:
Olympus was informed that during an unspecified procedure, the light cable burned the users hand and the user developed blisters. The scope used with the reported device is unknown. The patients current condition is unknown.